Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(4) displayed system error, out of service, revert to manual CPR was confirmed during archive data review and functional testing. The root cause of the system error was the out-of-specification drivetrain motor brake gap (too wide), likely due to a defective component. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data revealed a system error 139 (unable to hold compression position) message around the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.013"). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm set screws would not lock into the encoder shaft's dimple locking wells and caused the brake to disengage. The defective drive train motor needs to be replaced to remedy the fault. During further inspection, observed the encoder drive shaft does not rotate smoothly and exhibits binding and resistance, unrelated to the reported complaint. The encoder drive shaft is not within the normally acceptable range. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse sn# (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.